Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dream station CPAP pro device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician found error code e094 (rtc_stopped error). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.